Event description:
It was reported that, "surgeon selected stem size and asked that a #2 reliance pf stem be opened for implantation. Upon opening, it was observed that the outermost seal was compromised and the white top had separated from the plastic base. Another #2 reliance pf stem was opened and implanted without issue."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.